Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of the talar component for reasons that are not available at the time of this report.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans, healthcare professionals opined that- ¿there is loosening and subsidence of the talar component visible. Therefore, the surgeons plan to revise the talus is comprehensible. There is some radiolucence around the tibial component, but clinically the tibia seems not to be a part of concern. The underlying cause for the failure is very likely to be patient related due to poor bone quality. Based on investigation, the root cause was attributed to patient related issue. The event was caused due to poor bone quality which resulted in loosening and subsidence of the talar component led to failure.¿ if device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of the talar component for reasons that are not available at the time of this report.